Manufacturer narrative:
Evaluation summary: as returned, the impactor pad is fractured. Based on the lot number, the device has a potential field age of approximately 10 months and has been used an unknown number of times during that period. In general, impactors become damaged through repeated use due to impactions sustained while in use. Impactors or impactor heads should be replaced when the part is no longer functioning. Evaluation codes: device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the plastic piece broke off during impaction.